Event description:
This lead was implanted on (B)(6) 2003 and remains implanted at this time. A call to technical services placed on 11/20/2013 states that there is lead fracture. Physician considered replacing lead and can. There was also one inappropriate shock. The physician was dr. (B)(6) at (B)(6)in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).